Event description:
General report received of an unspecified number of undocumented incidents of loss of suction. The customer contact reported that the liners are "shutting off prematurely." This required the liners to be changed. There were no reported adverse patients effects. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
One used device was received. Investigation is not complete. The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information know by the reporter upon query by hospira personnel.